Event description:
It was reported to philips that the motorized movement were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user reset speed control assy multiple times to continue procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were unavailable. Upon functional testing, the fse reviewed logs file, found speed control assy was activated, this speed control assy was used to control table when performing lower body exposure. When speed control assy was activated, safety circuit would report error and movements were disabled. To resolve the issue, the fse replaced speed control assy. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.